Manufacturer narrative:
Weight unknown. Event date unknown. 2 unknown 2.7 mm screw locking /unknown lot. Part and lot number are unknown; UDI number is unknown. Additional classification code: hrs. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right wrist hardware removal was performed due to broken screws and non-union on (B)(6) 2017. The original wrist fusion procedure was performed on an unknown date. It was noted that the patient had very poor bone quality. Subsequently, it was discovered that two 2.7mm locking screws had broken in the metacarpals and there was a non-union. Removed hardware included one plate (intact), four (4) 3.5mm locking screws from the radius (all intact) and four (4) 2.7mm locking screws from the metacarpals (of which two out of four screws were broken). No broken screw fragments remained ¿all were removed without incident. There was no reported surgical delay. No additional x-rays or other medical intervention were required. Cultures were taken to rule out infection. The procedure was completed successfully with the patient in stable condition. A revision procedure is planned on an unknown future date. Concomitant devices reported: lcp wrist fusion standard (part # 02.110.150, lot # unknown, quantity, 1), unknown 2.7mm locking screws (unknown part and lot #, quantity, 2), unknown 3.5mm locking screws (unknown part and lot #, quantity, 4). This report is for 2 unknown 2.7 mm screw locking. This report is 1 of 1 for (B)(4).